Event description:
It was reported that a pt, supported by long-term volume ventilation using a breathing circuit containing the device, began experiencing shortness of breath. Prior to this event, and subsequent to the installation of the device in the breathing circuit, the pt had been administered the medications levalbuterol hci and ipratroplum in nebulization treatments. The attending respiratory therapist noted that the pt's tidal volumes were low. The volume ventilator was disconnected and replaced by a manual resuscitator operated by the respiratory therapist. The respiratory therapist removed the device from the breathing circuit and then was able to ventilate the pt without difficulty. The pt's returned oxygen saturation level returned to baseline.

Manufacturer narrative:
Device evaluation begun, but not yet completed.